Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that no patient weight was available and the depth of the patient's implant was normal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported via the manufacturer¿s representative (rep) the patient was having trouble with recharging and the recharger wasn¿t charging the implant because coupling would go from eight bars to zero even when they weren¿t moving. There were no factors that could have led or contributed to this. A reset was performed but the consumer was still encountering the same issue, so the rep. Thought it was a recharger antenna issue because theirs was damaged so a replacement was sent. No patient symptoms were reported. Relevant medical history includes spinal pain and multiple back operations. Additional information was received on 2017-mar-16 from a consumer regarding the patient via a manufacturer representative (rep). It was reported that the patient was unable to charge the implantable neurostimulator (ins). It was reported the patient would go from 8 coupling boxes to 0. The consumer felt like the ins may have moved in the pocket and the patient was slightly sore at the pocket site. At a doctor's appointment, the patient's diary showed 8 boxes on all recharging sessions. The patient reported since they got adhesive discs they were able to charge normally. The ins was fully charged and the rep was able to get 8 boxes at the appointment as well. No further complications were reported/expected.